Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The evaluation has not yet begun or has not been completed. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the hd autoclavable camera head showed a scope communication b30 error message. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The g2 field was corrected as "company representative" was inadvertently selected in the initial report submission. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a b30 error occurred due to a communication failure caused by a cable failure. However, a definitive root cause cannot be established. The event can be prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." In addition, the following non-reportable malfunctions were found during the device evaluation: the connection pin between charged coupled device (ccd) cable was bent and the dots could not be adjusted. Olympus will continue to monitor field performance for this device.